Event description:
Related manufacturer reference number: 2017865-2025-10435. It was reported a patient's right ventricular (rv) lead and atrial lead presented with dislodgement due to twiddlers syndrome, confirmed via x-ray. Both leads had decreases in impedance and sensing and increases in threshold and were explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.